Event description:
Patient reported "desperate, scared and contracture, with MRI and ultrasound". Patient reported later "a lot of pain, the physical discomfort, the emotional wear and tear due to the uncertainty of a new surgery". Healthcare professional later reported via pfn "capsular contracture", "baker grade for the capsular contracture, if applicable: iii and IV", "on physical examination in the right breast presents capsular contracture, baker 3 - 4" and "control ultrasound is performed for pain in right breast". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6(b), g2, h4, h6.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV with pain (confirmed by physician). The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "desperate, scared and contracture, with MRI and ultrasound". This record is for the right side. Patient reported later "a lot of pain, the physical discomfort, the emotional wear and tear due to the uncertainty of a new surgery". This record is for the right side. Device remains implanted.